Event description:
It was reported the patient experienced intermittent stimulation that was positional. Non-specific impedance problems were noted and lead breakage was suspected. The patient had replacement surgery. The patient recovered without sequela.

Manufacturer narrative:
Final lead analysis revealed no anomaly found - normal lead function. Only the lead was retuned to the manufacturer for analysis.